Event description:
Additional information received stated that at one week post op a yag anterior capsulotomy was done. Refraction went from -2.50 to 0.25. It worked well and immediately. Surgeon states that the difficulty was "probably related only to trapped visoelastic because of the property of the lens."